Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for high blood glucose levels between 375 and 500 mg/dl. Prior to the event, the customer inserted an infusion set in his leg, and he was not getting any insulin. The customer changed the infusion set, and that one worked fine. However, the customer stated that the areas where the sets were inserted got infected, and he was told that he might lose a leg. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer also reported that the tape on the infusion set doesn't always stick to his skin. Advised the customer of ways to improve adhesion. Also, advised of other infusion sets to try. Nothing further was reported.